Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the intraosseous catheter was inserted by the doctor. The blue portion of the device broke leaving only needle in place. The needle was removed and there was no patient injury.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. There are no records available to review for the reported serial #. Ez-io 25mm needle set + stabilizer, (ser# (B)(4)) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed.

Event description:
It was reported that the intraosseous catheter was inserted by the doctor. The blue portion of the device broke leaving only needle in place. The needle was removed and there was no patient injury.